Manufacturer narrative:
Follow-up information received on 25-oct-2016: quality-safety evaluation of ptc: the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted, and 2 years later, she was advised by her physician that her right essure coil had migrated into her colon. She underwent a surgery to remove her essure coils. The event is seen as device migration and traumatic intestinal perforation. Both are anticipated in the reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure (during hysteroscopy , as well as during device placement). Due to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. In this particular case, the colon injury was diagnosed after 2 years of essure insertion. The exact date and the mechanism of perforation are not known. A causal relationship between essure and the events cannot be excluded. This case was regarded as incident, due to surgical procedure required. Additionally, non serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migrated into her colon') and gastrointestinal injury ('essure coil migrated into her colon') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical spinal stenosis and abdominal adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), dysgeusia ("a metal taste in mouth"), dysmenorrhoea ("dysmenorrhea") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, gastrointestinal injury, pelvic pain, discomfort, back pain, abdominal distension, abdominal pain, fatigue, dyspareunia, rash and dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, discomfort, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted: the insertion details as per mr is (B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, dyspareunia. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received . Reporter information , patient details , other relevant history , auto-narrative supplement added and rcc updated. Events dysmenorrhea and dysfunctional uterine bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-sep-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent sterilization. Consumer's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, chronic fatigue, pain during intercourse, excessive rashes, and a metal taste in mouth. She never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2016, x-ray was done in an effort to determine the cause of her pain and she was advised by her physician that her right essure coil had migrated into her colon. On (B)(6) 2016, a surgery was done to remove essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted, and 2 years later, she was advised by her physician that her right essure coil had migrated into her colon. She underwent a surgery to remove her essure coils. The event is seen as device migration and traumatic intestinal perforation. Both are listed in the reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure (during hysteroscopy, as well as during device placement). Due to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. In this particular case, the colon injury was diagnosed after 2 years of essure insertion. The exact date and the mechanism of perforation are not known. A causal relationship between essure and the events cannot be excluded. This case was regarded as incident, due to surgical procedure required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.